Event description:
The customer reported the ventilator went vent inop due to a pressure regulation high occurrence. The customer reported the ventilator ws not in use on a patient; therefore, there was no patient involvement or harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The user must provide alternative ventilation and have the ventilator serviced. As the device was out of warranty, the customer contacted manufacturers product support engineer (pse). The pse advised the customer to complete performance verification testing. The customer reported their evaluation found a hose on the gas outlet port was not clamped properly. It was corrected and the reported vent inop occurrence was corrected. The customer reported all follow-up testing passed and the device was operational.

Manufacturer narrative:
Results: tubing crimped.